Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the patient line of a homechoice cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient would start over with all new supplies. Renal therapy services reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.